Event description:
The customer reported that during an ablation procedure, a crackling sound was heard and they noticed a 0.2 x 0.2 cm burn at the insertion site. The procedure was discontinued. The burn was described as 3rd degree and treated with disinfectant. The doctor believes it is highly possible that a metal guiding needle damaged the electrode insulation.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.